Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician observed the smoking to be caused by internally shorted capacitor c68. The cause of capacitor failure is unknown. Capacitor 68 was found partially burned from the inside upon visual inspection of the device under test (dut) printed circuit (pc) board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pcba was replaced. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that out of box during boot-up, the device was found to have a burnt auxilliary printed circuit board assembly (pcba) and smoke was observed. There was no patient involvement.